Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. Evaluation found this unit to alarm falsely for "air-in-line". Further investigation was unable to reproduce this false alarm and found the fluid number reading form the upstream sensor to be within specification. The upstream sensor was replaced.

Event description:
During baxter's evaluation of this spectrum pump, it was found to alarm falsely for "air-in-line".